Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated, while the patient was in the intensive care unit, three days post cardiac surgery. The patients condition was fine.